Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode upon interrogation. No intervention was performed, and the patient's status was unknown. Additional information was requested but not received.